Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The sponge was found to have iodine present and to be properly assembled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and the reported condition was verified. The overpouches were noted to be opened and wrinkled, indicative of a defective seal. After sample evaluation, the direct cause of this defect is associated with method, because imperfections in silicone buffer and unexpected interruption of the blister machine cause this kind of issue. A nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use and the product was not used on the patient. There was no patient injury or medical intervention reported. No additional information is available.